Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. There was no button error alarm during testing. It was noted that there was no moisture damage on the electronics assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked belt clip slot.

Event description:
The customer reported via phone call that the he went into the water at the beach and the buttons are not responding and the pump has a button error alarm. Customer stated that the pump was on his waist with a belt clip when he went into the water. Customer stated that the pump seemed normal for a little while. Customer hit the act button but nothing happened. Customer changed the battery and then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.